Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring at 127 ohms on this right ventricular (rv) channel. Upon review of the latitude, technical services (ts) stated that there were large fluctuations in amplitude and shock impedance with stable threshold values. Ts recommended troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.